Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent tr was a cascading effect of the reported slda. The reported dyspnea and edema are cascading effects of the reported recurrent tr. The reported patient effects of tricuspid regurgitation, dyspnea, and edema, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2023, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 and restricted leaflets. Three triclip xtw clips were implanted, reducing tr to a grade of 3. On (B)(6) 2023, the patient returned to hospital with shortness of breath and edema. Imaging revealed that the second clip had detached from an echocardiogram was performed and revealed that the second clip had detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda) causing tr to increase to 5. On (B)(6) 2025, the patient underwent a mitral valve replacement.